Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Litigation alleges personal injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available ((B)(4)) used to capture the surgical intervention.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on 13 november 2019. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, inflammation, and pain. The surgeon reported the tibial component was obviously loose, was removed easily, and had completely deboned from the cement. He noted a solid femoral component, though it was revised. The patella was not revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2016 dor: (B)(6) 2018(lt knee).

Manufacturer narrative:
Added: h6 patient code: no code available (3191) used to capture the surgical intervention, medical device removal.